Event description:
The user facility reported that the device ran on its own during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3 other text : device not accessible for testing.